Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse called in to report that her husband had passed away. She stated that her husband died from cerebral artery stroke, cardiac arrest, low blood pressure, and diabetes ketoacidosis. She also reports that her husband was in the intensive care unit at the hospital for five days prior to his death. The significant events that lead up to the customer being admitted to the hospital was that he was having seizures and vomitting. The customer's blood glucose is unknown at the time of his death. Nothing further reported.